Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found an incorrect application of glue was detected in the assembly joints; a gap is shown between the tube connector and the hose. The complaint was confirmed during functional testing when a leak was observed. Root cause was attributed to an incorrect application of glue between the tube with the base tube, during bonding assembly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. An awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had leakage during the pre-test. No patient involvement.